Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('or perforation of other organs'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), sepsis ('sepsis') and infection ('infection treated with IV antibiotics') in a 46-year-old female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "implanted with 4 essure devices" on (B)(6)2011. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), sepsis (seriousness criterion medically significant), infection (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ metal anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, cystoscopy, and removal of device bilaterally on (B)(6)2014 and laparoscopic hysterectomy (B)(6)2014). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, sepsis, infection, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss and mood altered outcome was unknown and the abdominal pain, pelvic pain, back pain, headache, anxiety, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, sepsis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: initial report: sepsis, infection treated with antibiotics, and hospitalization reported. Follow-up report: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. On or about (B)(6)2014 the plaintiff underwent a laparoscopic bilateral salpingectomy, cystoscopy, as well as removal of essure device bilaterally, and on or about (B)(6)2014, the plaintiff underwent a laparoscopic hysterectomy. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2021: events stress (added), depression and pain had not resolved. Event device ineffective was removed due to device dislocation reported we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), sepsis ('sepsis') and infection ('infection treated with IV antibiotics') in a 46-year-old female patient who had essure (batch no: 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "implanted with 4 essure devices" on (B)(6) 2011 and device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), sepsis (seriousness criterion medically significant), infection (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ metal anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, cystoscopy, and removal of device bilaterally on (B)(6) 2014 and laparoscopic hysterectomy on (B)(6) 2014). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, sepsis, infection, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, sepsis, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: initial report: sepsis, infection treated with antibiotics, and hospitalization reported. Follow-up report: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. On or about on (B)(6) 2014 the plaintiff underwent a laparoscopic bilateral salpingectomy, cystoscopy, as well as removal of essure device bilaterally, and on or about on (B)(6)2014, the plaintiff underwent a laparoscopic hysterectomy. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: lawyer provided essure lot number: 808910. Adverse event were specified (previously only medical device removal, surgery, infection and sepsis were reported). We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('or perforation of other organs'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), sepsis ('sepsis') and infection ('infection treated with IV antibiotics') in a 46-year-old female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "implanted with 4 essure devices" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), sepsis (seriousness criterion medically significant), infection (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ metal anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, cystoscopy, and removal of device bilaterally on (B)(6) 2014 and laparoscopic hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, sepsis, infection, pregnancy with contraceptive device, hypersensitivity, genital haemorrhage, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss and mood altered outcome was unknown and the pelvic pain, abdominal pain, back pain, headache, anxiety, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, sepsis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: initial report: sepsis, infection treated with antibiotics, and hospitalization reported. Follow-up report: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint (ptc) we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 3 years 4 months after insertion of essure. On (B)(6) 2014, the patient underwent surgery ("other essure related surgery"). On an unknown date, the patient experienced infection ("infection with IV antibiotics") and sepsis ("sepsis"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, surgery, infection and sepsis outcome was unknown. The reporter considered infection, medical device removal, sepsis and surgery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 3 years 4 months after insertion of essure. On (B)(6) 2014, the patient underwent surgery ("other essure related surgery"). On an unknown date, the patient experienced infection ("infection with IV antibiotics") and sepsis ("sepsis"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, surgery, infection and sepsis outcome was unknown. The reporter considered infection, medical device removal, sepsis and surgery to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus / small uterine perforation"), perforation ("or perforation of other organs"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), device breakage ("unfortunately during the removal there was some fragmentation"), genital haemorrhage ("excessive bleeding"), sepsis ("sepsis") and infection ("infection treated with IV antibiotics") in a 46 year-old female patient who had essure inserted (lot no: 808910) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("implanted with 4 essure devices" on (B)(6) 2011), complication of device removal ("unfortunately during the removal there was some fragmentation") and medical device monitoring error ("essure and insertion & endometrial ablation performed on same day"). The patient had a medical history of social alcohol drinker, gerd, vitamin b12 deficiency, hypothyroidism, thyroiditis, nulliparous and nulli gravida. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as pelvic discomfort, back pain, lower abdominal pain, uterine fibroid, ovarian cyst, right lower quadrant pain, flank pain, right lower quadrant pain, vaginal burning sensation, vaginal yeast infection, vaginal discharge, cervical dysplasia, genital bleeding, thyroiditis, blood pressure high, pelvic pain female and dysfunctional uterine bleeding. Concomitant products included tramacet ER (paracetamol; tramadol hydrochloride), diflucan (fluconazole), noroxin (norfloxacin), zestril (lisinopril), synthroid (levothyroxine sodium) and pantoloc (pantoprazole sodium sesquihydrate). On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), sepsis (seriousness criterion medically important), infection (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), pregnancy with contraceptive device ("unintended pregnancy with essure"), hypersensitivity ("allergic reactions"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ metal anguish"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, cystoscopy, and removal of device bilaterally on (B)(6) 2014, laparoscopic hysterectomy on (B)(6) 2014, laparoscopic bilateral salpingectomy, cystoscopy and on (B)(6) 2011 novasure endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, headache, anxiety, depression and stress had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, device dislocation, device breakage, genital haemorrhage, sepsis, infection, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, sepsis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: initial report: sepsis, infection treated with antibiotics, and hospitalization reported. Follow-up report: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Bilateral fallopian tubes were cannulated and the essure device was deployed in the usual manner. I left a total of five trailing coils into the endometrial cavity on the right and four trailing coils on the left she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2014: a small echogenic region is seen near the fundus of the uterus which on the prior exam was described as fallopian tube occlusion devices. The appearance is unchanged from the prior exam. Today's examination demonstrates a solid hypoechoic regions seen at the posterior aspect of the body of the uterus which may represent a uterine fibroid. This measures approximately 1.9 cm. This was not seen previously. Both the right and left ovaries are unremarkable on today's examination. No other adnexal abnormalities are seen. There is no free fluid seen within the pelvis; on (B)(6) 2014: there is a 2.9 cm cyst within the left adnexa. 'This is new when compared to the most recent pelvic ultrasound. There are fallopian tube occlusion devices seen in the right side of the pelvis. There is evidence of constipation; on (B)(6) 2014: indication: history of hysterectomy on (B)(6) 2014 and recurrent episodes of sepsis since then. Right lower quadrant discomfort conclusion: no finding to suggest an abscess or other collection in the abdomen and pelvis [hysterosalpingogram] on (B)(6) 2011: the patient had an essure hysteroscopic tubal occlusion; however, today's hysterosalpingogram was incomplete. The occluder is demonstrated in the right hemipelvis [pathology test] on (B)(6) 2014: final diagnoses: uterus, hysterectomy: cervix within normal limits changes consistent with endometrial ablation. Focal surface epithelium with cytologic atypia, favor reactive/regenerative minute foci of endometrium basalis and endometrium with tubal metaplastic changes. Uterine leiomyoma. Benign endosalpingiosis [ultrasound pelvis] on (B)(6) 2014: fallopian tube occlusion devices are identified near the fundus of the uterus [ultrasound scan] on (B)(6) 2014: the fallopian tube occlusion devices are both seen within the right side of the pelvis. This however can be seen on the previous images from 2011. It should be noted however that the hysterosalpingogram at that time was incomplete. The bony structures appear normal. [X-ray of pelvis and hip] on (B)(6) 2014: there are a couple of areas of metallic density identified in the right hemipelvis. The remainder of the soft tissues of the pelvis and the bony structures appear normal; on (B)(6) 2014: the bony structures of the pelvis are unremarkable. On the prior examination a few small punctate areas of increased density were identified in the right hemipelvis. These are no longer seen. No other significant abnormalities are present.; (date unknown): she had done showed both coils in the right side. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-apr-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus / small uterine perforation"), perforation ("or perforation of other organs"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), device breakage ("unfortunately during the removal there was some fragmentation"), genital haemorrhage ("excessive bleeding"), sepsis ("sepsis") and infection ("infection treated with IV antibiotics") in a 46 year-old female patient who had essure inserted (lot no. 808910) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("implanted with 4 essure devices" on (B)(6) 2011), complication of device removal ("unfortunately during the removal there was some fragmentation") and medical device monitoring error ("essure and insertion & endometrial ablation performed on same day"). The patient had a medical history of social alcohol drinker, gerd, vitamin b12 deficiency, hypothyroidism, thyroiditis, nulliparous and nulli gravida. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as pelvic discomfort, back pain, lower abdominal pain, uterine fibroid, ovarian cyst, right lower quadrant pain, flank pain, right lower quadrant pain, vaginal burning sensation, vaginal yeast infection, vaginal discharge, cervical dysplasia, genital bleeding, thyroiditis, blood pressure high, pelvic pain female and dysfunctional uterine bleeding. Concomitant products included tramacet ER (paracetamol;tramadol hydrochloride), diflucan (fluconazole), noroxin (norfloxacin), zestril (lisinopril), synthroid (levothyroxine sodium) and pantoloc (pantoprazole sodium sesquihydrate). On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), sepsis (seriousness criterion medically important), infection (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), pregnancy with contraceptive device ("unintended pregnancy with essure"), hypersensitivity ("allergic reactions"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ metal anguish"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, cystoscopy, and removal of device bilaterally on (B)(6) 2014, laparoscopic hysterectomy on (B)(6) 2014, laparoscopic bilateral salpingectomy, cystoscopy and on (B)(6) 2011 novasure endometrial ablation). At the time of the report, the pelvic pain, abdominal pain, back pain, headache, anxiety, depression and stress had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, device dislocation, device breakage, genital haemorrhage, sepsis, infection, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss and mood altered were unknown. Essure was removed on (B)(6) 2014. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, sepsis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: initial report: sepsis, infection treated with antibiotics, and hospitalization reported. Follow-up report: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Bilateral fallopian tubes were cannulated and the essure device was deployed in the usual manner. I left a total of five trailing coils into the endometrial cavity on the right and four trailing coils on the left she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2014: a small echogenic region is seen near the fundus of the uterus which on the prior exam was described as fallopian tube occlusion devices. The appearance is unchanged from the prior exam. Today's examination demonstrates a solid hypoechoic regions seen at the posterior aspect of the body of the uterus which may represent a uterine fibroid. This measures approximately 1.9 cm. This was not seen previously. Both the right and left ovaries are unremarkable on today's examination. No other adnexal abnormalities are seen. There is no free fluid seen within the pelvis; on (B)(6) 2014: there is a 2.9 cm cyst within the left adnexa. 'This is new when compared to the most recent pelvic ultrasound. There are fallopian tube occlusion devices seen in the right side of the pelvis. There is evidence of constipation; on (B)(6) 2014: ndication: history of hysterectomy in (B)(6) 2014 and recurrent episodes of sepsis since then. Right lower quadrant discomfort conclusion: no finding to suggest an abscess or other collection in the abdomen and pelvis [hysterosalpingogram] on (B)(6) 2011: the patient had an essure hysteroscopic tubal occlusion; however, today's hysterosalpingogram was incomplete. The occluder is demonstrated in the right hemipelvis [pathology test] on (B)(6) 2014: final diagnoses: uterus, hysterectomy: - cervix within normal limits - changes consistent with endometrial ablation. - focal surface epithelium with cytologic atypia, favor reactive/regenerative - minute foci of endometrium basalis and endometrium with tubal metaplastic changes. - uterine leiomyoma. - benign endosalpingiosis [ultrasound pelvis] on (B)(6) 2014: fallopian tube occlusion devices are identified near the fundus of the uterus [ultrasound scan] on (B)(6) 2014: the fallopian tube occlusion devices are both seen within the right side of the pelvis. This however can be seen on the previous images from 2011. It should be noted however that the hysterosalpingogram at that time was incomplete. The bony structures appear normal. [X-ray of pelvis and hip] on (B)(6) 2014: there are a couple of areas of metallic density identified in the right hemipelvis. The remainder of the soft tissues of the pelvis and the bony structures appear normal; on (B)(6) 2014: the bony structures of the pelvis are unremarkable. On the prior examination a few small punctate areas of increased density were identified in the right hemipelvis. These are no longer seen. No other significant abnormalities are present.; (date unknown): she had done showed both coils in the right side quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-apr-2024: medical record received. New events device breakage, device removal complication & medical device monitoring error, added. Medical history, historical drugs, concomitant conditions were added. New reporter (lawyer) added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.